Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tubing unscrewed from the luer lock connection while the customer was delivering a bolus. The customer's blood glucose level was not impacted. The customer was able to reconnect the luer lock connection and resumed insulin delivery.